Manufacturer narrative:
This lead remains implanted; therefore, technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how it may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance. Subsequently, the patient underwent a revision procedure, and this rv lead was successfully repositioned. Besides intervention, no other adverse patient effects were reported. This rv lead remains in service.